Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at ths time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 9157725.

Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. Surgical intervention may be pending. Investigation was unable to determine which lead was at fault.